Event description:
It was reported that the wall of the filter was crack. The target lesion was in the carotid artery. A 190 cm filterwire ez was selected for use. After the physician opened the filter, it was found that the wall of the filter was cracked, and the inner guide wire was out of the lumen, which could not be used during the procedure. The procedure was completed with another of the same device. No complications reported and the patient was stable. The device was not returned.

Manufacturer narrative:
E1.initial reporter address (B)(6). Device evaluated by MFR.: the device was returned for analysis. The wire returned inside the retrieval sheath and the filter bag came back in undeployed state. Also, the delivery sheath was returned. Sheathing/unsheathing could not be performed, since the wire returns inside the retrieval sheath and cannot be used to deploy or retract. The spring tip was bent.

Event description:
It was reported that the wall of the filter was crack. The target lesion was in the carotid artery. A 190 cm filterwire ez was selected for use. After the physician opened the filter, it was found that the wall of the filter was cracked, and the inner guide wire was out of the lumen, which could not be used during the procedure. The procedure was completed with another of the same device. No complications reported and the patient was stable.

Manufacturer narrative:
E1.initial reporter address (B)(6).